Manufacturer narrative:
The hemo-cath catheter was returned for evaluation with 18 cm of lumen attached and sutures attached to the suture wing. Visual inspection revealed no obvious defects. Functional testing was performed by clamping the distal end of the lumen with hemostats and flushing through each luer. Flushing through the venous luer resulted in no leaks. Flushing through the arterial luer resulted in a leak in the lumen just below the hub. Under magnification the whole appears to be from an external force. The device was further evaluated by medcomp engineering. Although it is concluded the hole was created by an external force, the source of the force cannot be determined. The device was implanted for 2.5 months prior to the incident. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had line placed (B)(6) 2024 for haemodialysis- line never worked appropriately causing very high venous pressures and resulted in only using 1x lumen for haemodialysis for a few months. Line then stopped working completely unable to bleed back or infuse on either lumen, so line was removed. Once removed line examined and found to have a hole/split on the white tubing just as it enters the blue wings.